Manufacturer narrative:
The device was received, evaluated and retained by this manufacturer. The evaluation stated, that the returned device could not be fully investigated because the basket wires subassembly was not attached. But because there have been similar compliants issued for this device with the same customer. The event description is being confirmed. It is unclear if this happened during the procedure or after. Complaint history was reviewed (year to date) and no complaints have been issued for basket detachement. Becuase the lot number was not provided, it is impossible to determine our directions for use state warning: this device must not come in contact with any electrified instrument. Caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force. Objects may be too large once captured in the basket to withdraw the basket fully into the sheath or the scope. However, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported that related to therapeutic stone retrieval procedure, the basket would not close all the way, the wire had loosened and the small fragments could not be retrieved. Subsequently, the basket wire sub assembly detached. Two more baskets were tried, but also would not close. The fourth basket functioned successfully. There were no patient complications.